Manufacturer narrative:
Analysis of the wireless neurostimulator (wens), serial# (B)(4), found no functionality failure detected on this unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a trial patient with a wireless neurostimulator (wens). Information was reported that the device kept going into out of regulation (oor), the patient was unable to feel stimulation during inner op testing. The impedances were running 5000-8000 ohms. The doctor reset the leads into the wens 5 times before switching to a new wens, the same issue was occurring, so he wanted a new lead. After replacing both lead and wens the issue was still occurring, the doctor decided to keep lead in current position and attempt to program. Post-op impedances came down and the issues was resolved. According to the doctor the patient's anatomy (scoliosis) could have contributed to the issue. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that positioning seemed to cause higher impedances. This was confirmed with the physician. No further information was reported.

Manufacturer narrative:
Please correct "date MFR rec'd" to (B)(4) 2018 for the first follow up regulatory report. If information is provided in the future, a supplemental report will be issued.